Event description:
Had essure places, less than 24 hours later was very sick, abdominal pain, vomiting, could not eat or sleep and had a new born baby to care for. Had the shakes and rash, high blood pressure. Went to the ER then the original on dr who placed them said he would remove them but I had to endure having them in an entire weekend plus one more night, so he could open his schedule to do the surgery on a tuesday, and do a regular tubal ligation. His pathology report was wrong he said he took 2 cm of tube and removed a tangled essure device. I later went for a tubal reversal to find I was missing 6 cm of tube on each side. Varicose veins around original fallopian tube holes. Which were rich in blood and completely scared shut with flaps of fallopian tubes hanging. The dr who originally placed the essure did not test me for a nickel allergy which I believe is why I became so sick. He took my health and fertility completely from me. "He has horrible menstrual cycles after he removed the essure and did a parkland tubal ligation." This whole process has ruined my life and my health.